Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3008829311-2018-00081. It was reported the patient¿s right l3 lead migrated. The patient underwent lead revision to replace the migrated lead. Postoperatively, effective stimulation was restored. Also see related MFR. Report#: 3008829311-2018-00045 and 3008829311-2018-00047. Note: both of the patient's leads are being reported because it is unknown which lead is liable.